Event description:
Received e-mail notification from customer who requested follow up regarding an issue with a clip applier. It was reported the device was used during a laparoscopic cholecystectomy. The caller stated pt was re-op'd during the evening of the original surgery due to hemorrhaging. Pt was re-scoped and surgeon found no clip on a vessel. Pt reportedly doing well now and has been discharged. Caller was able to provided no further info.